Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-06-29. Material #: 368607. Lot/batch #: 3026492. Bd received a shelf pack of samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 of the customer samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there have been 2 reports of safety guard broken with the bd eclipse green needles, lot 3026492.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there have been 2 reports of safety guard broken with the bd eclipse green needles, lot 3026492."